Event description:
It was reported that the patient has been experiencing frequency grand mal and petit mal seizures and that last month the patient experienced a seizures in which she fell and broke four teeth. It was reported that the patient has not experienced any medication changes in the months preceding the onset of the seizure increase. The physician reported that the patient is non-compliant and is a drug seeker. It was reported that the patient was seen by the physician and that diagnostics were within normal limits and that the device was not at end of service. It was reported that the patient has been referred for prophylactic generator replacement since she has been implanted for so long. It was also reported that the patient¿s settings were adjusted because they were ¿mediocre¿. Surgery is likely; however, has not occurred to date. Attempts to obtain additional information have been unsuccessful to date.

Event description:
Vns replacement surgery occurred on (B)(6) 2013. The surgeon had to re-implant the whole device. The patient stated that surgeon said the device was in "two pieces". Diagnostics were performed at the previous visit prior to surgery and were fine. Attempts are underway for additional information; however, no additional information in regards to the lead fracture have been provided.